Event description:
Arthroscopic debridement of knee tissue superior to patella component (crepitus).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-11551. This report, 1818910-2013-17047 will be rejected; 1818910-2013-11551 will be kept for investigation purposes. Depuy considers closed.